Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed after it reached an eri (elective replacement indicator) battery status 34.9 months after implant. The physician is dissatisfied with the longevity of the ICD.